Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/02/2024, it was reported by a sales representative via (B)(4) that an ar-6411 redeuce pump tubing arthroscopy pump had uncontrolled pressure on the pump. Irrigation fluid seeped down to the elbow and neck. This was discovered during the case with no patient harm. Additional information provided. Arthex tubing was used. No settings recorded. Complaint pump was switched out. No pictures recorded. Arthrex rep was present after issue occurred. Clamp pressure test not performed. No alarm or message n/a extravasation did occur. Esmark was applied after the patient. Patient was able to discharge but stayed a little longer.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error. The dfu for dualwave¿ arthroscopy pumps warns the following: all fluid inflow devices, including gravity assist, may cause fluid extravasations into the surrounding tissues. This extravasation may be mild, moderate, or severe. In severe cases, the resulting edema may result in a serious adverse patient event which may include compartment syndrome, nerve compromise, or death. Undiagnosed capsular defects will exacerbate fluid extravasation conditions. Failure to follow the setup instructions and/or continuing to use the pump without resolving an alarm condition could result in a serious patient adverse event. Failure to adhere to the setup instructions and use of arthrex certified tubing may result in inaccurate pressure sensing and monitoring by the device. It is imperative that the user is aware that patient safety may be compromised when an alarm on the pump is ignored or silenced incorrectly. Never ignore or silence alarms. Follow appropriate troubleshooting procedures and carefully monitor the patient. Only arthrex certified tubing must be used.